Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was calling for a physician listing. The patient called back and the physician listing was sent by another agent. The patient reported pain at their ins implant site. It was reported that this was considered to be a sudden change in therapy/symptoms. The patient was having a stabbing pain at the ins implant site beginning in ¿mid (B)(6)¿ (2018). A physician listing was sent to the patient. It was also reviewed that their primary care doctor could call the manufacturer¿s national answering service to set up an appointment with a representative (rep). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer was received on (B)(6) 2018 reporting that their device implanted on (B)(6) 2017 had since quit working. The patient was in (B)(6) the night before last for their lower back and lost control of their bowels. They thought that the patient had blown a disc. The patient spent a night at the hospital. The device was causing pain at the ins site and a burning sensation. It was very swollen and inflamed. The patient could not lay on it due to a stabbing sensation. This progressively had been getting worse. One hcp wanted to remove the device but the patient was going to reach out to their primary care physician to manage the pain because the patient was scared that they would contract an infection. It was reported that the patient had a broken unit and was in chronic pain. It was later reported on (B)(6) 2018 by the consumer that they would be having the unit taken out. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were having their device removed on 2018-(B)(6). The hospital and doctor doing the removal was reported. The patient repeated the issue which was previously reported. The patient stated that they reached out to a manufacturer representative (rep) for assistance. No further complications were reported/anticipated.